Manufacturer narrative:
Siemens filed the initial MDR on december 15, 2017. 06/08/2018 additional information: the patient sample was tested in-house. Siemens was able to reproduce the customer's finding of a negative result on the hcv assay. Innolia was also performed but was positive indicating there was past infection. Siemens healthcare diagnostics continues to investigate. Additional testing will be performed.

Manufacturer narrative:
Siemens filed the initial MDR on december 15, 2017. Siemens filed the MDR supplemental report 1 on july 3, 2018. 07/30/2018: additional information: siemens has completed the testing of the returned sample. A separate wetcake testing was performed and the sample showed low reactivity to the c22 antigen. The sample was also tested on the innolia immunoblot method and overall interpretation was considered negative. Siemens also ran internal quality control as well as quality control panels and all results obtained were within range. Furthermore a panel of 20 separate negative patients was run and all samples resulted as intended. At this time siemens has confirmed the customer observation of an overall negative response on this patient sample. Siemens has requested further medical treatment and testing results in the past and has been advised that the information is not available. There is no root cause that can be determined at this time. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The customer is sending the patient sample to siemens for further testing and investigation. The IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6)."

Event description:
A false negative advia centaur xp (B)(6) result was obtained for a patient sample. The result was reported to the physician and questioned. The customer sent out the patient sample for pcr and genotype testing due to past history. Pcr was positive and genotype was 1a. A corrected report was issued. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) result.